Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident and 400 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated high blood glucose with injection. The insulin pump will be returned for analysis.